Event description:
It was reported that the external pulse generator (epg) spontaneously reverted to default settings while the patient was being mobilised for transfer from the intensive care unit (ICU) to a ward bed. The device had been checked prior to mobilisation and was sensing with a back-up rate of 45 bpm. It was noted that it had intermittently paced during episodes of bradycardia and had been sensing appropriately once the bradycardia resolved. At the time of the occurrence, the patient was connected to a five-lead ECG and was standing while preparations were being made for a bed swap. The epg was initially on a trolley and then moved back to the bed while adjusting drains and lines. The device was noted to be pacing as the patient was assisted back into bed. A critical care registered nurse (ccrn) checked the epg and reconfigured it to the patient¿s previous settings. Observations were taken, and a 12-lead ECG was connected. It was also noted that the epg was replaced with another device. Sensitivities were checked and documented on the flowsheet. Pacing wires were confirmed to be intact, and ECG dots were not in contact with the pacing wires. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) spontaneously reverted to default settings and it had intermittently paced during episodes of bradycardia. It was noted that the hanger assembly was broken. The upper case gasket was damaged. It was further noted that the lower case was broken. Liquid crystal display (lcd) silicon was damaged. Additionally, it was noted that the two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.